Manufacturer narrative:
D10 ¿ concomitant medical product received on: 07jul2020. Investigation ¿ evaluation. Tirol kliniken gmbh in austria informed cook that the metal stiffener could not be removed from the catheter in a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The failure occurred during an interventional procedure, and the patient did not experience adverse effects. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, visual inspection, functional test, and dimensional verification, were conducted during the investigation. The customer returned one used catheter with the stiffener inserted. There is biological matter throughout. The catheter is bunched on the cannula, and there is approximately 9mm of the cannula exiting the catheter distal tip. The cannula was withdrawn from the catheter with force. The catheter inner diameter and stiffener outer diameter measure within specification. Additionally, a document-based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risk specifications covering mac-loc drainage catheters include difficult inserting/removing the metal stiffener into the catheter and damage to the catheter during introduction of the metal stiffening cannula. The identified risk control includes the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The instructions for use (IFU) that is supplied with the device were reviewed for information relevant to the reported failure mode. Information from IFU supplied with mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. The device history record (DHR) could not be review as the lot was unknown. However, cook reviewed the sales history of mac-loc drainage catheter rpn lots sold to this customer. The customer has received nine lots since 01jun2017. A nonconformance search on these lots revealed failure-related nonconformances, however, all nonconforming devices were scrapped prior to further processing. Additionally a complaints database search was completed on the nine lots the customer received and no additional complaints were found. Based on this information, there is no evidence of nonconforming material n house or in the field. There is currently a CAPA is currently open to address metal stiffener advancement and removal difficulty. Based on the information provided, visual inspection of returned product, and results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for drainage of effusions from an unknown location. The operator reported that the metal stiffener could not be removed from the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.